Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was implanted with trial leads. During the trial period the pt was unable to urinate or have a bowel movement when the stimulation was on. A CT scan revealed no anomalies. The trial leads were explanted and the symptoms subsided.